Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217404 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217404 and test base part number 192-430 / lot m217404. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217404 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is patient sample interference.d4 (UDI #), h3 (device returned to mfg., evaluation summary attached), h4 (device mfg. Date) h3 other text : single use, device discarded.

Event description:
The customer reported 2 (two) false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 via nasopharyngeal samples. This MFR. Report addresses patient 1 (one) of 2 (two). Confirmation pcr testing (unknown platform and brand) performed via saliva sample that generated a negative result. The patient was reported to have been diagnosed with covid-19 in the past (unknown date). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device evaluated by MFR: single use, device discarded.

Event description:
The customer reported 2 (two) false positive with the ID now covid-19 2.0 assay performed on (B)(6) 2023 via nasopharyngeal samples. This MFR. Report addresses patient 1 (one) of 2 (two). Confirmation pcr testing (unknown platform and brand) performed via saliva sample that generated a negative result. The patient was reported to have been diagnosed with covid-19 in the past (unknown date). No additional patient information, including treatment and outcome, was provided.